Event description:
Two days prior to report, the patient was admitted to a hospital for sepsis. It was noted that the pump had been last refilled on the date of implant. The patient¿s caregiver was asking when the pump needed to be filled; however, they weren¿t able to find a record of it from the fill. The reporter wanted a manufacturer representative to interrogate the pump. The device system was being used to deliver baclofen. There were no known interventions performed and no outcome was reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).